Event description:
A three month old infant on the in-patient pediatric unit experienced a respiratory arrest. At the time of the incident the infant was being monitored by an hp neonatal monitor with EKG + apnea tracing capabilities. The patient had been checked 45 minutes prior to the arrest and both hr and rr were within normal limits. At the time of the event, the nurse entered the room to perform a routine check and found the patient to be bradycardic and in respiratory arrest. No alarm sounded. A code 100 was called and the patient was transferred to the pediatric ICU. The patient never regained consciousness following the arrest. Approximately 14 hours after the event the decision was made by the family to discontinue life support. The patient immediately expired. Evaluation of the monitor is continuing.in preliminary evaluations by our biomedical engineers, the alleged device malfunction could not be duplicated. The monitor has been sent to an indeoendent agency for further testingdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.